Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old black female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant and baker grade iii capsular contracture of the left breast during an in-office exam with a medical professional. Mammogram imaging was also conducted. As a result, the patient underwent bilateral removal on (B)(6) 2022.

Manufacturer narrative:
On november 24, 2022, the mentor analysis lab received the suspect medical device for evaluation. On november 29, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 28, 2022, mentor completed a reevaluation of the returned device due to the additional afro mentioned complications. The evaluation was updated to include the following. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 02, 2022, mentor received additional information. During the removal procedure, it was reported that the patient underwent an excisional biopsy to remove a 12 cm lesion on the left breast capsule. Per the report provided, the differential diagnosis includes neoplasm of unspecified behavior vs. Bia-alcl. Additionally, the patient was found to have bilateral ptosis and bilateral seromas of the breast which required aspiration. As a result, the patient underwent bilateral replacement with undisclosed breast implants. As such, a second file was created to document the contralateral event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-15350 for the contralateral event. Manufacturer¿s reference number: (B)(4).